Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised them to inform their nurse of the alarm. The hp stated they left a clamp open on an unused supply line. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, and the root cause was determined to be an open clamp on an unused supply line during therapy. This is a use error that can cause se 2240 alarms. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.